Event description:
It was reported that during a tcar procedure, a dissection was caused by the the enroute 0.014 guidewire. The physician used a 7x40 stent to cover both the dissection and lesion.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, a dissection was caused by the enroute 0.014 guidewire. The physician used a 7x40 stent to cover both the dissection and lesion.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.